Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2024, it was decided to remove health effect - clinical code, e2303 and add e2308, to more accurately capture the reported event. On march 11, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 800cc breast implant was found to be ruptured. Additionally, an area of shell abrasion was found at the edge of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent breast reconstruction revision with two 800cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with left breast implant rupture, breast pain, breast capsular contracture (baker grade iii-IV) and bilateral surface contour deformities. As a result, the patient underwent left breast implant removal and replacement surgery on december 1, 2023. The replacement device was a 600cc mentor artoura plus, smooth, high profile (catalog: sdc140h, lot: 9855861, sn: (B)(6)). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture, contour deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).